Manufacturer narrative:
Date sent to the FDA: 02/26/2015. (B)(4)-urinary bowel problems-not labeled,undefined recurrence-labeling is na. It was reported by the attorney that the patient underwent a gynecological procedure on 01/04/2011 and mesh was implanted concurrently with removal of prior rectocele graft, rectocele repair. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, and dyspareunia. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and pelvicol was implanted; and on (B)(6) 2011 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed incontinence and refractory overactive bladder.